Manufacturer narrative:
Upon notification of the issue, a steris technician was dispatched to the account to inspect the 60" transfer carriage. A new wheel was installed and the other wheels were inspected and found to be tight. It appears the wheel came loose due to improper tightening at assembly. Manufacturer stock and in process material were inspected with no defects found. Corrective actions have been implemented including: define wheel assembly torque requirements. Update device history record to record torque activity. Mark each wheel when the torque activity is completed according to the traveler.

Event description:
After pulling loading cart out of sterilizer onto transfer carriage (amsco atlas 60" transfer carriage), the operator pushed back (handled end) of transfer carriage to the left perpendicular of the sterilizer. That is when loading cart and transfer carriage tipped over and right rear swivel wheel fell out of the framing causing the operator to sprain their back. There were no witnesses to this incident. The operator was sent to the emergency room for evaluation and assigned to light duty for one week.